Event description:
It was reported that, "the patient alleges that the acetabular cup and polyethylene liner implanted on (B) (6) 2009 were defective."

Manufacturer narrative:
An evaluation of the device cannot be performed as it was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.